Event description:
It was reported that during an exploration procedure, the device did not fire. The parenchyma was open, and the second firing produced an incomplete staple line. Not noted how case completed. There was no pt consequence noted.